Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and menorrhagia. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2010 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, the last episode of vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure (ess205). The reporter commented: type of surgery: vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: tubal occlusion. Pathology report: diagnosis: uterus , cervix and bilateral fallopian tubes (laparoscopic hysterectomy and bilateral salpingectomy) : adenomyosis. Secretory endometrium. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and menorrhagia. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), the second episode of vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery on (B)(6) 2010 hysterectomy with bilateral salpingectomy. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, the last episode of vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure (ess205). The reporter commented: type of surgery: vaginal cuff. Diagnostic results: pathology report: diagnosis: uterus, cervix and bilateral fallopian tubes (laparoscopic hysterectomy and bilateral salpingectomy) : adenomyosis. Secretory endometrium. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events apareunia, dysmenorrhea, dyspareunia, vaginal pain, back pain and denies undergoing an essure confirmation test added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.